Event description:
(B) (4) clinical study. It was reported that following a coronary artery stenting procedure the patient experienced angina. The lesion being treated is unknown. The physician implanted a taxus liberte stent of unknown size on an unknown date. In (B) (6) 2009, the patient developed angina. In the opinion of the physician the cause of the angina pectoris might be restenosis. However, the patient refused cag and coronary CT scan. Therefore, no action has been taken.

Manufacturer narrative:
As the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).